Manufacturer narrative:
The device was returned to olympus for inspection and the black screen was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported event was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a black screen. The reported issue occurred during set up and there were no reports of patient harm.